Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The user reportedly cycled power and returned the unit to service.

Event description:
The hospital reported that, during a case, the unit had a system failure. There was no reported patient injury.